Manufacturer narrative:
Customer report of calcification was confirmed. Heavy calcification was observed in the cusp areas of all three leaflets. The free margin of leaflet 1 exhibited minimal calcification. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 4mm. Host tissue was minimal at the stent outflow. A tear was observed on leaflet 1 at commissure 2, tear measured approx 4mm. Calcification was visible at the region of the tear. Thickened and swollen tissue was observed on all three leaflets at commissures 1 and 2. The x-ray demonstrated calcification and commissures 1 and 2 wireform distorted. Commissures 1 and 3 wireform was exposed on the outflow aspect. 60% of the sewing ring was also cut. These damages are most likely due to explant. Implant duration was determined to be approximately 5 years and 11 months. Despite follow up with the health care provider, no additional information has been provided regarding the event. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.

Event description:
Edwards has learned of an aortic valve explanted due to calcification. No additional information available.